Manufacturer narrative:
Additional information: h6- type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
Correction: b6 and h6.

Event description:
It was reported that the patient presented to the emergency room after inappropriate shock was delivered by the left ventricular lead. A device interrogation showed, poor r wave sensing, high low pacing impedance and variable capture threshold. There was also over-sensing of p waves that resulted in inappropriate therapy. A chest x-ray confirmed that the lead was dislodged. The patient was scheduled for revision and an attempt was made to reposition the lead. However, the helix failed to retract. The lead was explanted and replaced. The patient was stable.